Event description:
It was reported that noise oversensing was noted on electrogram (egm) and shock channel on this right ventricular (rv) lead. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that noise oversensing was noted on electrogram (egm) and shock channel on this right ventricular (rv) lead. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported. Additional information was received. This right ventricular (rv) lead was broken, and successfully capped and abandoned. A new rv lead was successfully placed. No additional adverse patient effects were reported.